Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6) 2012; d224vrc ICD, implanted: (B)(6) 2010; addrl1 ipg, implanted: (B)(6) 2010; 5076-58 lead, implanted: (B)(6) 2004; 6945-65 lead, implanted: (B)(6)1999. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited noise and oversensing on the atrial channel due to lead failure or lead on lead interaction, and the right ventricular (rv) lead exhibited noise/oversensing on the ventricular channel, possibly due to lead on lead interaction (chatter). It was noted that the patient had five leads implanted at the time as part of two systems. During laser lead extraction the superior vena cava (svc) was perforated, causing pericardial effusion. An emergency sternotomy was performed and the perforation was repaired. The patient was admitted to the intensive care unit for recovery. All leads were extracted and replaced by one system. No further patient complications have been reported as a result of this event.